Event description:
Rptr alleged blood glucose monitoring device was not reading properly and went to the hosp where was treated with an IV, contents unknown. Reporter stated device read 120 mg/dl and hosp device measured levels> 700 mg/dl reportedly 2-3 hours later. Reporter indicated being on an insulin pump and it was reportedly "malfunctioning" as well, however was treated with an IV, however did not know the type. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.